Event description:
The customer reported that the system had a generator error and would not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was replaced during the service call. The system was tested and found to be working as intended and put back into service.